Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving methadone (unknown concentration and dose) via an implantable pump. Indication for use was post lumbar laminectomy syndrome and spinal pain. The date of the event was (B)(6) 2018. It was reported there has been a discrepancy in actual and expected residual volume at refills. On (B)(6) 2018 expected: 8.9 ml; actual: 12.0 ml, 5/24/18 expected: 3.5 ml; actual: 9.0 ml, (B)(6) 2018 expected: 2.8 ml; actual: 9.5 ml, 11/8/18 expected: 2.9 ml; actual: 9.0 ml. It was unknown if the patient experienced symptoms. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention was planned but not scheduled. The issue was not resolved. Patient status was alive; no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that patient experienced return of pain. The pump replacement had not yet been scheduled at this time. The cause of the volume discrepancies had not yet been determined. The pump was currently still implanted in the patient. Once replaced, the pump would be returned for analysis. No further complications were reported.